Event description:
A customer reported that during a cataract with intraocular lens implant procedure, the unit was not aspirating. The handpiece and cassette were exchanged, but the surgeon had to convert to extracapsular cataract extraction to complete the case. There was a surgical delay of seven minutes. No further impact to the patient was reported.

Manufacturer narrative:
The company representative examined the system and determined that aspiration was not performing optimally while using the customer's handpiece (hp). The company representative advised the customer to review the procedure of proper hp flushing after each case, and completed a flushing of the hp and tip for the customer while on-site. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A review of the system's event log for the date of (B)(4) 2013, did not reveal any issues related to the customer reported event of system not aspirating. The system's directions for use (dfu) states that for handpiece care, the handpiece must be roughly cleaned immediately following a surgery. A review of complaints for the last 24 months did indicate an additional similar report for this system. The root cause of the reported event can be attributed to the handpiece cleaning process performed by the customer. (B)(4).